Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4965-35 lead; implanted: 2002-(B)(6). (B)(4)

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads had confirmed fractures. Both leads were capped and replaced. No patient complications have been reported as a result of this event.